Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device check, the atrial lead exhibited noise. No intervention was performed. On (B)(6) 2015, the lead was electively capped and replaced during a procedure to replace the ventricular lead. No patient symptoms were reported.